Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 60/54 code t on the left side on (B)(6) 2005. Due to infection, the patient was reoperated on (B)(6) 2006, in order to perform an arthrotomy and a washing ot the tha. No product was explanted.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).